Event description:
Customer had discrepant toxo igg results for five patient samples when compared to the another methodology (vidas). Customer provided the following patient sample results: patient 1, (B)(6); sample 1 date of sample collection (B)(6) 2009, elecsys toxo igg result 20.63 iu/l, vidas result 1 (no units of measure given); sample 2 date of sample collection (B)(6) 2010, elecsys toxo igg result 28 iu/l, vidas result 1 (no units of measure given). Patient 2, female, elecsys result 21.55 and 20.14 iu/l, vidas result 5 (no units of measure given). Patient 3, female, date of collection (B)(6) 2009, elecsys result 48.88 iu/l, vidas result 3 (no units of measure given). Patient 4, female, sample 1 date of collection (B)(6) 2010, elecsys result 36.69 iu/l, vidas result 2 (no units of measure given); sample 2 prior collection (date unknown), elecsys result 38.01 iu/l, vidas result 2 (no units of measure given). Interpretation of results: vidas; borderline >4 less than or equal to 8 axsym: borderline >5 less than or equal to 5 toxo igg reagent lots were not provided. It is unknown if results were reported, no adverse events reported. If additional information is received, appropriate notification will be provided.

Event description:
Account alleged that the plug receptacle will arc when plugging the bed into a wall outlet. Account stated that there were no injuries.

Manufacturer narrative:
Investigation of the event involved testing five of the samples. All five samples are true positive for toxo igg, confirmed using native toxoplasma as a confirmatory assay (neutralization test). An additional avidity assay was performed contributing to the conclusion a remote infection was present in the patients.